Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye on (B) (6) 2010. The lens was explanted on (B) (6) 2010 due to excessive vaulting associated with elevated iop, narrowing of the angle, angle closure and shallowing of the acd. There was also pupillary block. An iridectomy was performed.

Manufacturer narrative:
(B) (4) (secondary surgery), (excessive). (B) (4).